Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7/page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient went into diabetic ketoacidosis (dka) while wearing the pod for between 36 and 48 hours. She stated that her daughter had a viral infection and went in dka (diagnosed), which she feels was a symptom of the infection, at the emergency room. Treatment included receiving IV insulin, fluids, and fluids with glucose. No blood glucose levels were provided. As a result of the event, the patient¿s insulin doses were changed to have a higher basal rate for 2 days while hospitalized and then returned to normal upon check out. The mother stated that the cannula appeared bent when the pod was removed.